Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the original complaint could not be investigated due to internal moisture in the pump. Unrelated to the original complaint, there was moisture visible through the display lens. The display screen was distorted due to moisture in the pump. The time and date were accurately set at the start of investigation. The pump could not successfully perform a rewind, load, and prime sequence due to a replace battery alarm during the rewind step. There was no moisture corrosion visible in the battery compartment. There was a display lens leak found during testing. There was moisture visible on internal pump components and the printed circuit board when the cover was removed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that the pump emitted multiple call service alarms that were unable to be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.